Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full" was confirmed during the functional testing and based on the event log review. The root cause for the reported complaint was due to the re-positioning of the coolant block close to the wall of the ivtm system, as a result of normal wear and tear. This caused electrical shortage between the coolant block control board and the wall of the ivtm system. The ivtm system was manufactured in 2011 and is 9 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard xp ivtm system displayed coolant level low" message displayed upon powering on. The event log review showed occurrence of mid:09 (air trap assembly) error message on the reported complaint date. The electrical shortage on the coolant block control board caused mid:09 error. Upon further testing, noticed that the coolant block moved close to the wall of the ivtm system and caused an electrical shortage. To address the reported problem, drilled bigger holes to hold the coolant block in place and isolated the contacts on the coolant block control board. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was full. No further information was provided. No consequences or impact to patient.